Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with her sensor and blood glucose level reading difference. The sensor and blood glucose level difference was 30-40 points off. Her blood glucose level was 211 mg/dl but her sensor glucose reading was 75 mg/dl . She received a calibration error. The insulin pump went into threshold suspend. The product was not returned. Nothing further to report.